Event description:
The customer stated that he was hospitalized with a low blood glucose of 33 mg/dl. The customer stated that he went to sleep one night, and remembers nothing after that. Troubleshooting was performed. Found that the customer was priming properly. The insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-00370.